Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified mid-right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. Additionally, in-stent restenosis was observed with a non-boston scientific stent, and strut damage was noted. The device was removed, and the procedure was completed with a different device. No patient complications were reported.